Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to power management settings issue. A technical support specialist adjusted the power management settings and rebooted the cabinet to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. The serial number, UDI and manufacturer details were kept blank since the given asset information was found to be generic medbank.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had drawers offline. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.